Manufacturer narrative:
H6: investigation summary: is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ + pen needles 0.23mm was unable to deliver medication. The following information was provided by the initial reporter, translated from dutch to english:> complaint received: some pen needles do not allow insulin to be administered. This prevents consumer from administering insulin. It was specifically a few needles, the amount of needles this is about is unknown. Internal code: 338103. Article number: 320696. Article description: microfine pen needles 0.23x6mm thin. Lot number:ss175a. Order date:17-06-2023 . Aanvraagnummer: ben-262999-f3p2v.

Manufacturer narrative:
D.4 device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ + pen needles 0.23mm was unable to deliver medication. The following information was provided by the initial reporter, translated from dutch to english: complaint received: some pen needles do not allow insulin to be administered. This prevents consumer from administering insulin. It was specifically a few needles, the amount of needles this is about is unknown. Internal code: 338103. Article number: 320696. Article description: microfine pen needles 0.23x6mm thin. Lot number:ss175a. Order date:17-06-2023. Aanvraagnummer: ben-262999-f3p2v.